Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the operator had difficulty engaging the set screw in the port. The ipg was attempted, not used and replaced. No patient complications have been reported as a result of this event.